Event description:
Pt is a 25-yr-old white female, gravida 1 para 1, status post submuscular inframammary 375 cc siltex mentor salines for augmentation. Lt implant deflated, replaced with larger implant. Pt was pleased, no local/systemic complaints or history of trauma.